Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had missing segments/partial display due to cracked and bleeding on lcd glass. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had partial display. Customer's blood glucose at time of incident was unknown. The customer stated that the right hand of screen can't read the numbers and pump is still working but can't see part of the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.